Event description:
The monopolar cautery was not delivering enough power to cut through the tissue as needed. We started at a power of 40 and increased the power to 50, and still did not get the required power. We disconnected the megadyne grounding cord from the cautery machine and applied the covidien grounding pad to the patient's left thigh. This gave the cautery the power we needed to do our work.